Event description:
It was reported that the battery was depleted. The hcp felt the battery should be checked.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.